Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing an onsite evaluation of the device, the philips field service engineer (fse) identified that the etco2 readings on the device were not accurate. There was no patient involvement.